Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the u/d and the r/l pulley wires stretch; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. This report is being as part of the pentax backlog management plan.

Event description:
The time of event is known. There was no report of patient harm. Ift loosened, leaky. No picture available.